Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose (bg) level of 580 mg/dl. The customer was treated with intravenous insulin and saline reportedly, the pump battery could not be charged. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.